Manufacturer narrative:
(B)(4). Eval, results: endoleak, graft migration, ruptured aneurysm/vessel; disease progression and aortic neck dilatation. Eval, conclusion: disease progression and aortic neck dilatation.

Event description:
An aneurx abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 9 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the bifurcated stent graft was found to have migrated distally, resulting in a proximal type I endoleak and aneurysm rupture. At the time of migration, the stent graft was 30 mm below the level of the renal arteries. The stent graft migration was attributed to dilatation of the aortic neck, to an unk diameter, due to disease progression. The physician successfully intervened with another MFR's stent graft and limb occluding plug and performed a femoral-to-femoral bypass. No additional clinical sequelae were reported, and the pt is fine.